Manufacturer narrative:
Submit date: 05/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer states that at the moment of plugging in the set, it broke at the connection between the silicone and the black valve. No injury was reported.

Manufacturer narrative:
The device history record (DHR) of the lot number reported was reviewed, and it was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. Three sample requests were made on (B)(6) 2016. No sample or picture was provided for evaluation. The possible root cause could be due to stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to any manufacturing issue. This complaint will be used for tracking and trending purposes.